Manufacturer narrative:
An alarm indicative of a potential malfunction of the extension set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the extension set and cassette resulted in a leak, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between an extension set and the patient line of the homechoice cassette which resulted in a leak that led to a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of five of peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the patient in removing the supplies and advised to contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.